Event description:
Additional information was received from a healthcare provider (hcp) via company representative on 2021-jun-09. It was reported that the cause of the inability to aspirate the catheter was that the catheter was frayed due to being pinned between one of the pump eyelet sutures. The catheter was rubbing on the eyelet that holds the pump in place when sutured. A new connecting piece was added after this portion of the catheter was removed. The issue was resolved with the replacement of the catheter. The catheter would not be returned as it was sent for routine culture by the hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 02-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable pump for an unknown indication for use. The patient reported to the physician they were having increased pain. The hcp performed a dye study on the patient on (B)(6) 2021, during a routine office visit, and was unable to aspirate the catheter. A catheter revision was scheduled for (B)(6) 2021. The patient¿s weight was asked but unknown. The patient¿s medical history was asked but not available. The patient was alive with no injury. The issue was not resolved at the time of this report.